Event description:
It was reported through the ilet monthly survey that the user experienced episodes of high blood glucose documented at 355 mg/dl while using the ilet system, with the user attributing the issue to a blood pressure medication; an agent confirmed the event via monthly survey and completed a blood glucose questionnaire. Customer care completed the blood glucose questionnaires. Investigation of this case revealed no device malfunction reported and a cause that remained undetermined. No clinical symptoms associated with hyperglycemia. Outcomes included no injury and no need for medical intervention or hospitalization. It was concluded that the event was user-impacting, and that the cause was unclear with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.